Event description:
The patient is an elderly female with a heartmate ii left ventricular assist device (vad) implanted. The post vad course was complicated by an urgent pump exchange to another heartmate ii two years later due to thrombosis and other post vad complications include epistaxis and continued hemolysis. She maintains a lactic acid dehydrogenase (ldh) range in the 400-500 range and has an elevated international normalized ratio (inr) goal of 3.0 - 3.5. The patient was recently admitted recently with elevated ldh prompting concern for impending pump thrombosis. She was treated and ldh lowered to 525 by day of discharge. She was readmitted with an ldh rise to 1,367. Heartmate ii explantation, and heartmate 3 implant in progress. Manufacturer response for lvad, heartmate ii (per site reporter). None to date.